Event description:
It was reported that during a da vinci-assisted myomectomy procedure, tissue became entrapped in the jaws of a single port (sp) fenestrated bipolar forceps (fbf) instrument. While grasping tissue, the jaws failed to unclamp. Both the emergency stop (estop) button and the instrument release key (irk) were utilized; however, the jaws remained clamped on the tissue. To address the issue, an unspecified monopolar device was used to resect additional tissue, allowing for the removal of the sp fbf instrument. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single port (sp) fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. The sp fbf instrument was installed and tested on an in-house system and passed both recognition and engagement tests. It exhibited intuitive movement with full range of motion in all directions. The sp fbf instrument was retested and again, passed all in-house testing. The grips opened and closed properly during manual articulation and responded accurately to master tool manipulator (mtm) commands. No issues were observed with the operation of the jaws or grips. Inspection revealed no physical damage at the distal wrist. After removing the housing, no internal damage was identified. A log review indicated that an emergency power off was activated, but no instrument-related issues were found. The sp fbf instrument was fully functional, and no product issue was identified.

Manufacturer narrative:
Additional information was received through follow-up. The surgical task being performed at the time of the event was instrument grasping. The uterine fibroid tissue resected with the monopolar curved scissors (mcs) instrument was planned for removal as part of the scheduled myomectomy procedure. No bleeding occurred as a result of the incident, and no blood transfusion was required. The procedure was completed robotically without further complication, and there are no concerns regarding long-term effects from this event.

Event description:
Refer to h11 for follow-up information.